Event description:
The consumer reported, using the prod for three hrs on her shoulder at the base of the neck. When the patch was removed, the consumer described a burn with a blister which healed within two weeks. The consumer did not seek medical attn at the time of the incident and treated the area with burn cream. The consumer also reported receiving blisters and redness on her knees from the prior use of the prod.

Manufacturer narrative:
Since it is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is not evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance. This is an otc prod = yes.